Event description:
On 04-apr-2022 IV: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in turkey. On 22-sep-2021, it was reported that the patient's infusion set's tubing departed from cannula while she was sleeping. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that the patient's infusion set's tubing departed from cannula while she was sleeping. No further information available.